Manufacturer narrative:
Investigation summary: no product returned. Asae/major bleed: serous/brown drainage was noted at the impella axillary site, with dressing saturation approximately every 24 hours. Blood cultures drawn over the prior 48 hours remained negative, and the patient was planned for or axillary site washout with cardiothoracic surgery. The cause of the access site adverse event was not determined due to insufficient clinical details. Device history lot device lot: 1985045. Device history batch subcomponent lot: n/a. Device history review the pump sn (B)(6) passed all the post sterile inspection checks.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced brown drainage at the access site. A surgical washout was performed. The patient is in stable condition.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.